Manufacturer narrative:
The insulin pump was received with kirkland signature alkaline battery installed. The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. During the occlusion test, used a water filled reservoir and infusion set then programmed a 2.0 unit fill cannula delivery, the water exited the infusion set during the 2.0 unit delivery also, there was no gap noted between the motor slide and the test reservoir during the occlusion test. The insulin pump was programmed the pump with a 1.0 unit bolus and monitored, the insulin pump properly delivered the 1.0 unit bolus and was listed in the bolus history screen. The water exited the infusion set during the 1.0 unit bolus delivery. No prime fill anomaly or drive motor anomaly. The temp basal was programmed to zero percent and monitored for 1 hour. The daily total was verified before the activation of the temp basal and after the temp basal was completed. The daily total amount remained the same. The temp basal feature functions properly. The insulin pump had cracked case at the display window corner and a small crack on the reservoir tube. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that due to customer going low for about six hours at a time due to pancreas, temp basal is turned off. It was reported that insulin pump was not resuming properly after temp basal. It was reported that the reservoir and the piston were not making contact. To resolve issue, each time reservoir would need to be removed, and pump would be rewound and primed. Customer's blood glucose was 400 mg/dl and then dropped to 47 mg/dl. Customer then stated that it was believed that insulin pump was not distributing insulin properly.